Manufacturer narrative:
G2: country japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The country this occurred in was japan. The cause was unknown, but most likely factor was time zone. Now everything works.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient was on a trip and still got three days to go. In 2023, patient was implanted with the rechargeable neurostimulator (ins). Basically, a couple of hours ago they wanted to check the charge level of their ins and the first pop-up that appeared said that the therapy had been deactivated (but until a few minutes earlier they could feel it working); the second message said, and continues to say, ¿data has been lost. Contact your doctor'. Patient has changed the time zone and everything was working now.